Event description:
Patient presented in-clinic due to dizziness and fatigue. Upon investigation, the device was unable to be interrogated via inductive telemetry and was no longer providing pacing. Premature battery depletion was suspected. The patient was hospitalized, and the device was explanted and replaced to resolve the event. The patient was in stable condition.